Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process. The seal was removed without damaging the anastomosis. No pt complications were repored by the hosp.